Event description:
I purchased deer park gallon,100% natural spring water. I drank some and was using it in my continuous positive airway pressure machine. I became sick with cough, fever, shortness of breath, wheezing and feeling poorly. I went to the medicare and was diagnosed with pneumonia. I was putting the spring water in my continuous positive airway pressure one night and noticed something floating around in the water! I ran to the kitchen to pour it out. I picked up the other gallon to pour it in the machine, and looked at the water and noticed something floating around in it! I am so upset! I tried to get the water tested at (B)(6) ,but they only test residential and well water! Please help me get this water tested to see if it has bacteria in it or anything harmful. I don't know what else to do! If this water is contaminated, other people need to be notified! I use it in my CPAP machine for sleep apnea.